Manufacturer narrative:
The device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was not inserted correctly into the infusion site and became bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available.

Event description:
It was reported that the patient's blood glucose level reached 21.7 mmol/l (390.6 mg/dl) while wearing the pod between 25 and 36 hours on the arm. It was noted that the cannula was not inserted correctly into the infusion site and became bent. The adhesive pad was also not secure. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies to the fluid path or needle mechanism that would contribute to an improper insertion of the cannula. Although no damage was present, a root cause of unsure properly inserted could not be determined. Fluid path testing showed that fluid was able to freely flow the complete fluid path. The download data from the device contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. No kinks or bends were identified on the exposed portion of the soft cannula. Inspection of the adhesive welds found no damages or defects that would cause a failure to adhere. The cause of the reported adhesive failure could not be determined.